Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient faced infusion set was leaking at the site event on (B)(6) 2026, which led to high blood glucose level that was treated with bolus from pump manual injection. The infusion set was in use for around three to five days.